Manufacturer narrative:
H6: the applicable codes are applicable codes are fdm b17, fdr c20, fdc d16 and img g02005 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: unknown, ubd: , UDI#: unknown. H6: the applicable codes are applicable codes are fdm b17, fdr c20, fdc d16 and img g02030 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use for thyroid surgery, the nim console has connection issues. They have tried both wireless and wired connections and still had issues. There was troubleshooting performed. There was no patient impact.

Manufacturer narrative:
H6: the previously applied fdc d16 code is no longer applicable. 1. Product ID: nim4cpb1, serial/lot #: unknown, ubd: , UDI#: unknown. H6: the previously applied fdc d16 code is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.